Event description:
Complainant alleged that while attempting to defibrillate a pt in cardiac arrest, (age & gender unknown) the device was unable to deliver energy. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. During subsequent testing of the device at the customer facility, the device displayed "defib fault 72" and "pacer fault 116" messages.